Event description:
The patient is reportedly experiencing sound quality issues and a performance decrease with his internal device. External equipment has been exchanged; however this did not resolve the problem. Revision surgery will be scheduled.